Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the guidewire could not be inserted into the lead. It was not possible to implant the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-58 gray stylet was inserted in the lead and came to an blood occlusion at 2.7 cm. If information is provided in the future, a supplemental report will be issued.